Manufacturer narrative:
Device identifier for driver : 15420045515161 no serial number available for the driver. Field engineer examined the equipment and found that the driver gears would lock up, he was able to free them up manually with force. Driver was replaced and tested, the new driver confirmed to work without any issues. System met he manufacturer´s specifications. For the console : serial number available: (B)(6) . A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported that on (B)(6) 2023, during a brevera procedure, a system error occurred after inserting the needle when trying to fire. Unable to clear. Procedure had to be aborted and patient rescheduled. The console was examined by a field engineer and found that the driver gears would lock up. Replaced the defective driver and tested for functionality with the new driver. After replacing the driver, the system met the manufacturer´s specifications. No other information available.